Event description:
It was reported that there was liquid leakage from the plastic plate during infusion therapy. Additional information received on 10-april-2025: the event did not cause a delay in treatment. The patient's port was reaccessed with a new needle. There was no patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is unconfirmed, as the problem could not be reproduced. One 22g x 0.75in safestep infusion set was returned for evaluation. An initial visual observation revealed no obvious use residue in the sample. The safety mechanism was observed to be engaged. A microscopic observation revealed bubbles and blood residue in the adhesive fillet between the needle and the housing, but no breach was observed. The infusion set revealed no leaks when pressurized and flushed with water. The reported issue could not be reproduced, as no leaks were found in the infusion set during testing. This complaint will be recorded for future trending and monitoring purposes.